Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient misplaced the ilet charger and was unable to use the ilet for several days while awaiting delivery of a replacement, and they inquired about alternative charging options; the agent advised that third-party charging pads could be used but accuracy and efficiency could not be guaranteed, and the patient chose to wait. Symptoms included elevated blood glucose while the patient was taking prednisone. Outcomes included user education on charging options and guidance to check ketones at home and follow their care team¿s ketone action plan if needed, with no alarms reported and no transition to alternative therapy despite the device being shut off. Investigation included troubleshooting and user education conducted by customer care. Investigation of this case revealed user-related unavailability of the charging accessory, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user decision and external factors unrelated to device performance.